Event description:
It was reported that a dissection occurred. The target lesion was located in the distal right coronary artery (rca). A 28 x 2.25 promus premier drug-eluting stent (des) was deployed. However, a distal stent edge dissection was observed. The dissection was further described as type b and flow limiting. The dissection was covered with a 2.25 x 16 mm promus premier des and the procedure was completed. The patient was stable post-procedure and fully recovered.